Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Evaluation statement: the actual device was returned for evaluation and determined that there were worn fingers on complete pressure adjusters causing fill chamber to fill up. Therefore, the complaint was confirmed. It was further determined that the device had broken left and right covers, missing front right rubber foot and guide line. The unit was evaluated and will be added to the long term hold pool. The assignable root cause was not determined. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the fill chamber was filling up very high during an anterior cruciate ligament reconstruction surgical procedure. The procedure was completed with a second pump. There was no patient consequence and no delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Correction: evaluation statement updated: the actual device was returned for evaluation and determined that there were worn fingers. Complete pressure adjusters causing fill chamber to fill up, confirming complaint. Also unit has broken left and right covers, missing front right rubber foot and guide line. The unit was evaluated and will be added to the long term hold pool. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review performed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.